Event description:
The customer reported device not monitoring EKG for long on battery power. The customer believes that device is not charging the battery. There was no report of pt involvement. .

Manufacturer narrative:
(B)(4).